Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed tank harness. The device was evaluated upon receipt. There was a difference of more than 2 between t1 and t2. Replaced tank harness. Device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had a low flow rate and heating malfunction. Per review of wo on 07apr2023, no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on 27apr2023, they tested heater assembly with the multimeter, 3 of 4 elements deviated from the normal figure. Normal figure was 280-327ohm, but they were measured as 240-250ohm. When they tested this device by bypass mode, the flow was 0.2-0.6l/min. The issues were resolved. They replaced the circulation pump, heater, and tank harness.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a low flow rate and heating malfunction. Per review of wo on (B)(6) 2023, no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on 27apr2023, they tested heater assembly with the multimeter, 3 of 4 elements deviated from the normal figure. Normal figure was 280-327ohm, but they were measured as 240-250ohm. When they tested this device by bypass mode, the flow was 0.2-0.6l/min. The issues were resolved. They replaced the circulation pump, heater, and tank harness.